Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap cholecystectomy. Event description: trying to clip the duct. Clip misfiring when trying to load the clip to use. There was no clinical impact to the patient. Additional information obtained from account manager via phone call on 07oct2025: when doctor was squeezing the handle, no clips were coming out, occurred during two occasions. [Account manager clarifies it was two actuations and not two events.] When they weren't squeezing the handle the clips just popped out; clip was not loaded into the jaws. Additional information obtained from product complaint form from account manager on 08oct2025 via email: how was the device being used/what action was being performed when the event occurred? Trying to clip the duct. Describe the event, including any relevant information that might impact the investigation. Clip misfiring when trying to load the clip to use. Was there any clinical impact to the patient as a result of the event? No. How did the user resolve the situation? Device replaced. What other instruments were used when the complaint event occurred? [Brand]/monopolar. Intervention: device replaced. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap cholecystectomy. Event description: trying to clip the duct. Clip misfiring when trying to load the clip to use. There was no clinical impact to the patient. Additional information obtained from account manager via phone call on 07oct2025: when doctor was squeezing the handle, no clips were coming out, occurred during two occasions. [Account manager clarifies it was two actuations and not two events.] When they weren't squeezing the handle, the clips just popped out; clip was not loaded into the jaws. Additional information obtained from product complaint form from account manager on 08oct2025 via email: how was the device being used/what action was being performed when the event occurred? Trying to clip the duct. Describe the event, including any relevant information that might impact the investigation. Clip misfiring when trying to load the clip to use. Was there any clinical impact to the patient as a result of the event? No. How did the user resolve the situation? Device replaced. What other instruments were used when the complaint event occurred? [Brand]/monopolar. Intervention: device replaced. Patient status: no patient injury indicated.